Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. An evaluation was performed on (B)(4) 2014. Received five unused size 7.5 mm reinforced tubes with frosty balloons fitted with pp connectors of specification. Products fitted with pvc bullet valve with the pilot balloons printed with sizes identification and work order #: (B)(4). The products were rec'd in a sealed preprinted blister pack enclosed in an envelope. The samples were tested on (B)(4) 2014. The samples were visibly examined and the inspection of the sample confirmed that the ends of the wire (spring) at the distal end of the tube was protruded from inside the main lumen of the tube. The end of the wire (spring) protruded from inside the lumen was clearly visible by naked eye when the distal end of the tube was removed and examined under magnification. Review of assembly record did not reveal ny signs of associated defects detected during the 100% inspection and light test. Based on the analysis of the returned samples provided, were inspected and did not perform to our requirement. However, this complaint issue has been investigated previously and documented in the CAPA system to address the confirmed complaint to prevent future occurrences. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported that the flat spiral wire in the tube wall falls out of the tubes during application.